Event description:
The service repair technician reported that during routine testing of the device at the service center, that pump startup would not display text, only solid light digital display fields. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) disassembled the pump, removed the pump central processing unit (cpu) and hand pressed 2 large transistor chips back into sockets. The srt re-assembled the pump and powered on. The pump performed proper message sequence from reset through tube size. The srt replaced the cpu. The pump had preventative maintenance (pm) performed and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.